Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a gastroscopy procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution 360 clip device. It was reported that abnormally high resistance was felt before the handle spool reached the end of the stroke. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned, and the device had evidence of a full deployment. It was also noted that the handle had no issues. Microscope examination was performed, and it was noted the device had evidence of premature deployment, and the bushing had small hits. Dimensional analysis was not performed due to lack of clip assembly to test the devices functionality. A dimensional analysis was performed between the hooks of the bushing, and it was observed that both sides a and b were within specification. No other issues with the device were noted. The reported event was not confirmed. The device returned without the clip assembly, and with evidence of premature deployment that the clip did release. It is important to mention that the presence of this component is very important to the investigation, this because the event reported is directly related to this piece, and to get a clarification of which could be the reason of the problem faced by the physician, this component must be inspected. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification. Excluding the possibility that the components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: correction: g4 (premarket / 510(k) #).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a gastroscopy procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution 360 clip device. It was reported that abnormally high resistance was felt before the handle spool reached the end of the stroke. There were no patient complications reported as a result of this event.